Event description:
It was reported that during a right iliac angioplasty procedure, stent deployment difficulties were encountered. The lesion was located in the right iliac artery. The epic vascular 6x120x75 stent delivery system was advanced to the lesion and partially deployed. The stent delivery system was pulled back, and the undeployed part of the stent was withdrawn through the introducer sheath and the stent then became fully deployed. The ro marker was not on the stent delivery system, and the visibility was" limited." The entire stent and delivery system were removed from the patient. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an epic stent delivery system with no original packaging or other devices. The stent was returned separated from the sds. Visual and microscopic inspection revealed damage to one end of the stent. A thorough inspection of the entire length of the device revealed that the ro markerband was present and met specifications for location. Three inner shaft kinks were found located approximately 5 centimeters, 10 centimeters and 13.5 centimeters proximally from the distal end of the tip. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a right iliac angioplasty procedure, stent deployment difficulties were encountered. The lesion was located in the right iliac artery. The epic vascular 6x120x75 stent delivery system was advanced to the lesion and partially deployed. The stent delivery system was pulled back, and the undeployed part of the stent was withdrawn through the introducer sheath and the stent then became fully deployed. The ro marker was not on the stent delivery system, and the visibility was" limited." The entire stent and delivery system were removed from the patient. The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "ok."